Manufacturer narrative:
Motor error alarmed during rewind due to motor encoder signal out of phase. The pump was unable to perform basic occlusion, occlusion, prime, and the excessive no delivery and displacement test due to constant motor error alarm. The pump was unable to verify for motor error alarm due to constant motor error alarm. The pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed motor error and is not functioning properly. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.